Event description:
Safety disks, pneumatic pumps, and batteries are all on back order from getinge. These are required parts to keep the cardiosave equipment functioning safely for patient use. According to the service manual safety disks are to be replaced every 6 million cycles or every 4 years. The end tidal disk is to be replaced every 2000 total assist hours or every 12 million total assist cycles. Due to our extreme usage our machines we typically have the safety disk replaced every 18 months and end tidal within 2 years. Batteries are replaced every 200 discharges or every 4 years. We document the safety disk hours, safety disk due dates, total system hours, when the compressor was replaced/due again, total assist and total assist cycles, and when batteries are due for every machine on yale new haven hospitals campus every 6 months when maintenance is completed. Parts are ordered throughout the year for what is expected at the next 6-month interval. Due to covid and backordered parts we are behind on battery replacements on all machines. The batteries were all ordered between (B)(6) of 2022 without any replacements received. We have pneumatic modules on order due to a machine we had down due to a clinical report of "blood back" that was investigated by our fse from getinge and, we typically have at least one spare for any issues between pm sessions. The supply disruptions are critical and create an inability to maintain safe equipment.